Event description:
Pt expired due to cardiac arrest. Dr. Alleges that atrail j lead caused or otherwise contributed to the death of the pt. There is some confusion as to whether it was the pacemaker or the lead. Further details are being pursued.